Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery longevity was short. Customer also reported of having low blood glucose which had to be treated with food. Customer was not sure of blood glucose readings. Customer believed that insulin pump was over delivering insulin after losing meter.